Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon fired device for first firing with blue reload and upon removal of device, it was noted that the last three to four staples on all staple rows (at far distal tip of staple lines) did not close/form properly. Bleeding occurred. Amount of bleeding unknown. Surgeon controlled bleeding by oversewing staple line. The case was completed with same device and new reloads. Reload was discarded and no device being returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: surgeon said that when he interviewed surgeon, surgeon reported he fired on normal thickness of tissue but when rep interviewed the nurse, she reported it appeared device was fired on thick tissue that was bunched at distal tip.